Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted, concurrently with a repair of exposed previous mesh, posterior repair due to sui. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. It was reported that following insertion the patient experienced extrusion, infection, urinary problems, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that patient underwent cystoscopy and coaptite collagen injection in the bladder neck on (B)(6) 2009 due to sui. It was reported that patient underwent exam under anesthesia including vaginoscopy, cystoscopy, and right retrograde pyelogram with right ureteral stent placement on (B)(6) 2014 due to bilateral renal calculi and bladder calculi. It was reported patient underwent mesh revision of existing mesh. No additional information was provided. (B)(4).

Manufacturer narrative:
It was reported that following insertion patient experienced voiding dysfunction, sphincter incontinence, recurrent uti, urgency, urinary frequency, and bladder spasms. (B)(4).

Manufacturer narrative:
.